Manufacturer narrative:
Model not applicable as they are redundant.

Event description:
As per complaint (B)(4) after a clinical procedure a dental implant displayed a failure of osseointegration and the implant had fallen out with no intervention. There was 1 patient involved in this event.